Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented with intractable neck and upper extremity pain secondary to cervical disc herniation c5-6, c6-7 and cervical spondylosis c5-6, c6-7. The patient underwent an acdf c5-6-7 with decompression of the spinal canal and bilateral foraminotomies. Rhbmp-2/acs, peek interbody devices, autograft, and atlantis translational 2-level plate were used. Motor evoked potential upper and lower extremity was intact throughout the procedure, and there were no adverse changes on the recurrent laryngeal nerve monitoring. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an anterior cervical fusion procedure where rhbmp-2/acs was reportedly used. At an unknown time post-operatively the patient allegedly developed acute pain, neck swelling and difficulties breathing and swallowing. No additional complications were reported